Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic repair of incisional hernia and peristomal hernia with gore-tex mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/ 05745942, 18 x 24] implant date: (B)(6) 2009 (hospitalization [ni] [not indicated]). (B)(6) 2009: (B)(6) medical center. (B)(6). Operative report. Preoperative diagnosis: peristomal hernia. Postoperative diagnosis: incisional and peristomal hernias. Assistant: (B)(6). Operative indications: this is a 67-year-old female with an incarcerated peristomal hernia which was causing small bowel obstruction. The risks of repair including bleeding, infection, injury to abdominal organs, and the need to move the colostomy or do an open procedure were explained to the patient, and she agreed to proceed. Description of procedure: ¿the patient was placed under general anesthesia in the supine position. Preoperative antibiotics were given. Scds were placed for dvt prophylaxis. The abdomen was prepped and draped in sterile fashion. An ioban dressing was placed. A 1 cm incision was made in the right upper quadrant and the fascia was grasped with a kocher clamp. The veress needle was inserted in the peritoneal cavity. Position was confirmed by aspiration and saline meniscus test. The abdomen was insufflated to 15 mmhg. An 11 mm trocar was then placed under direct vision using the optiview technique. No injuries from trocar insertion were seen. Two additional trocars were then placed on the right side. Both were 5 mm, one in the right lower quadrant and one at the level of the umbilicus. An additional trocar was then placed in the left upper quadrant. It was noted there were a large number of omental adhesions to her midline incision. These were carefully dissected using mostly sharp dissection and some of the harmonic scalpel. Upon taking down these adhesions, it was noted that there was actually an incisional hernia in the midline in addition to her peristomal hernia. Once the omentum had been reduced in the incisional hernia, there was additional omentum that was incarcerated in the peristomal hernia, and this was carefully reduced. There was also a loop of small bowel in the incisional hernia which was able to be reduced bluntly with traction. There was no ischemia to the segment of bowel. There was only a hemorrhagic area at the mesentery. Once the small bowel and omentum were completely reduced, the colon was visualized going into the fascia toward the colostomy. It was viable, and her colostomy was functional, so it was not felt we needed to relocate it. The entire extent of the incisional and peristomal hernia was then measured by passing a needle through the skin at the superior, inferior and left and right edges of the incisions. The total diameter of the hernia was 17 x 18 cm. Therefore, in order to get a sufficient overlap, a 24 x 24 cm piece of gore-tex mesh was selected. Before placing the mesh in the abdomen, a small ischemic area of the omentum was excised using the harmonic scalpel and removed in an endo catch bag. The mesh was then prepared by placing 0 prolene sutures at each edge and then, on the left side where the stoma was going to be located, rather than placing a suture at the edge, they were placed in the two corners. The mesh was then unrolled and oriented with the nonadherent side down which would be in contact with the bowel. Each suture was then brought out through a small stab incision in the abdomen, allowing us to elevate the mesh. The mesh was laid over the colostomy with the colostomy passing anterior to the mesh from a lateral to medial direction. The abdomen was the desufflated and the prolene sutures were tied. Abdomen was reinsufflated. A laparoscopic tacker was used to tack the edges of the mesh between the sutures to the peritoneum. These additional sutures were then placed in the other corners of the mesh for additional transvaginal fixation. An additional row of tacks was also placed about 3 cm from the edge of the mesh right at the edge of the fascial defect. Tacks were also placed through the mesh along either side of the path of the colon, heading towards the colostomy. The right upper quadrant 11 mm fascial incision was then closed with 0 vicryl suture using laparoscopic suture passer. All trocars were then removed under direct vision. No bleeding was noted. The abdomen was desufflated. Skin incisions were all closed with 4-0 monocryl and dermabond. A colostomy bag was applied.¿ (B)(6) 2009: (B)(6) medical center. Implant record. Mesh dual gore 18 x 24. Manufacturer: w.l. Gore and associates. Ref #: (B)(4). Model #: 1dlmcp06. Lot #: 05745942. Quantity used: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/ 05745942) was implanted during the procedure. Relevant medical information: (B)(6) 2010: (B)(6). (B)(6). History and physical. Status post laparoscopic hernia repair with gore tex mesh on 12/16/09 and presents today for follow-up care. Has been vomiting for three days, and this morning noticed an area of redness around her left lateral superior port site. History of colorectal cancer. Surgical history of abdominal perineal resection with colostomy two years ago in florida; peristomal hernia repair with some kind of mesh. Exam: abdomen diffusely tender to palpation, no peritoneal signs. No palpable hernia recurrence. In the left upper quadrant there is a 3x4 cm area of erythema and induration around the port site. No pus draining. Impression/plan: post-op wound infection. I explained to the patient that if the infection involves the mesh, it is serious problem. I would like to admit her to the hospital for intravenous antibiotics. I inserted an 18 gauge needle into the infected area and aspirated pus. Therefore, an incision and drainage was performed. The risk of bleeding from incision and drainage was explained to the patient and informed consent was obtained. The area around the trocar site was prepped and draped, anesthetized with lidocaine, and a 2 cm incision was made. Pus was expressed and sent for culture. The wound was packed with 4x4 gauze. Will admit and get CT of abdomen to assess the extent of the infection. (B)(6) 2010: (B)(6) medical center. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal hernia repair. Postoperative fluid collection. Findings: there has been interval surgical revision of the abdominal wall hernia repair related to the left lower quadrant colostomy. The previous exam demonstrated a dilated loop of small bowel incarcerated within the hernia sac which has been subsequently reduced into the abdominal cavity with normal caliber small bowel loops throughout the abdomen. There has been placement of a new mesh material throughout the ventral abdominal wall with subsequent development of a postoperative fluid collection interposed between the abdominal wall mesh and apparently the peritoneal reflection measuring approximately 15 cm transverse x 2.7 cm ap maximal diameter. This postoperative fluid collection extends from the level of the distal abdominal aorta to the inferior margin of the sacroiliac joints. There are interposed dots of air within this fluid collection. There is a large collection of air at the umbilicus extending from the skin surface to the abdominal wall musculature without associated fluid. There is abdominal wall stranding at the surgical site as well as a small hematoma or additional postsurgical fluid collection with couple dots of air noted within the right lower aspect of the abdominal wall. There is no intraabdominal extension of the surgical changes with only a minimal amount of stranding of the underlying omental fat. There appears to be a tiny sliding-type hiatal hernia. Impression: status post surgical intervention with revision of the abdominal wall hernia repair with development of a large postoperative fluid collection interposed between the abdominal wall mesh and the peritoneal reflection measuring 15 centimeters transverse x 2.7 cm ap. Cannot exclude superimposed infection with numerous dot of air. Additional postsurgical changes within the superficial abdominal wall tissue detailed above. There is no evidence of intraperitoneal extension of this process. Left-sided peripelvic cysts. Tiny renal cortical cysts. Tiny hiatal hernia. Status post partial colectomy distal colon with left lower quadrant colostomy. Interval reduction of the para midline hernia related to the colostomy site with return of small bowel loop into the abdominal cavity and resolution of dilated loops of small bowel seen previously. Explant procedure: removal of an infected gore-tex mesh, small bowel resection, and repair of incisional and parastomal hernia with strattice (porcine dermis) mesh. Explant date: (B)(6) 2010 (hospitalization (B)(6) 2010) (B)(6) 2010: (B)(6) medical center. (B)(6). Operative report. Preoperative diagnosis: infected incisional hernia mesh. Postoperative diagnosis: infected incisional hernia mesh. Assistant: (B)(6). Second assistant: (B)(6). Indications: this is a 67-year-old female on whom I performed a laparoscopic incisional and parastomal hernia repair three weeks ago who developed a mesh infection. The risks of mesh removal and repair of the hernia repair including bleeding, infection, recurrence, and the need to revise the ostomy were explained to the patient and she agreed to proceed. Description of procedure: ¿the patient was placed under general anesthesia in the supine position. She was already on antibiotics. Scds were placed for dvt prophylaxis. The abdomen was prepped and draped in sterile fashion. A midline incision was made. Subcutaneous tissues were dissected with cautery. We entered the ventral hernia sac, which was filled with pus; this was suctioned and irrigated. We were then able to see the gore-tex mesh. Since there was pus posterior to the mesh based on CT scan, I cut a hole in the mesh and we suctioned out all the pus posterior to it. The mesh was then carefully removed from the abdominal wall fascia. There were metal spiral tacks, which were removed, as well as transfascial sutures at the corners of the mesh. It was circumferentially removed. All spiral tacks were also taken out. There was caked omentum posterior to the mesh and adherent to the fascia circumferentially, therefore laterally the peritoneal cavity was entered and the adhesions between the omentum and the fascia were lysed all the way around freeing up both side of the fascia. There was a segment of small bowel with a 2 cm serosal tear. It could not be repaired primarily so a small bowel resection was performed. Proximal and distal to the tear, the bowel was divided with a stapler. The mesentery was divided between clamps and tied with 2-0 silk ties. A side to side stapled anastomosis was then performed. Enterotomies were made in each side of the bowel and the stapler was inserted and fired. The common enterotomy was then closed again with the stapler. Staple line ends were inverted with 3-0 silk suture. Next, flaps were raised between the fascia and the skin bilaterally using cautery. It was then noted that an additional gore-tex mesh from her previous hernia repair was exposed; this was therefore removed. It was held in place by a gore-tex suture and extended all the way around the colostomy. Once this mesh was removed, the abdominal cavity was copiously irrigated. The parastomal hernia was then closed primarily with 0 prolene suture. A piece of porcine dermis (strattice) mesh was then selected to close both defects. A 20x25-cm piece was used. The corners were trimmed off and 0 prolene suture was used to suture the mesh in place. It was tacked on the left side superior and inferior to the colostomy site using 0 prolene suture. It was then sutured to the edge of the fascia circumferentially with greater than 4 cm of overlap all the way around. The abdominal wall fascia was then closed primarily with running looped pds sutures. The subcutaneous space was then irrigated, two jp drains were placed in the subcutaneous space, and the skin was then closed with staples. A sterile dressing was applied and abdominal binder was placed.¿ (B)(6) 2010: (B)(6) medical center. Implant record. Strattice. Relevant medical information: (B)(6) 2010: (B)(6). (B)(6). Pathology. Accession#: s10-01214. Specimen: infected mesh. Small intestine. Final pathologic diagnosis: infected mesh: medical material (mesh material). Small intestine, segmental resection: small intestine with mucosal congestion. Fibrinous, acute and chronic serositis with fibrosis. Polarizable material identified within serosa. No evidence of malignancy. Gross: received in formalin, labeled infected mesh, is a 17 x 17 x 0.1 cm synthetic mesh, covered by some fleshy, tan to brown tissue, with some blood clots. The specimen if for gross description only. Received in formalin, labeled small intestine, is a 12 cm in length segment of intestine with attached fatty tissue, resembling small intestine. The wide margin measures 4.5 cm in circumference. The narrow margin measures 3.5 cm in circumference. The serosa is pink to tan, and glistening. There are some plaque-like lesions located in the serosa and fatty tissue. The wall measures 0.5 cm in maximum thickness. The mucosa is tan to pink and velvety. Also in the same container, there is an 11 x 1.5 x 0.1 cm segment of synthetic mesh. Representative sections are submitted, as follows: a ¿ wide margin; b ¿ narrow margin; c-d ¿ representative sections of the intestine, including the plaque-like lesions. (B)(6) 2010: (B)(6) medical center. (B)(6). Discharge summary. Diagnosis: incisional hernia with infected mesh. Hospital course: had a previous laparoscopic incisional and parastomal hernia repair, who developed a mesh infection. Was taken to the operating room for excision of her infected mesh and re-repair. Postoperatively, she was admitted to the floor. On postop day #1, she had no complaints. Pain was controlled. Vital signs were stable. Abdomen was soft and appropriately tender. Jp drains put out 25 ml each. White blood cell count was 12.8. Started on a clear liquid diet. On 01/15, continued to have no complaints and was tolerating an oral diet. Vital signs stable; abdomen was appropriately tender. Was started on a regular diet. Foley catheter was discontinued and her lateral wound was packed. On (B)(6), continued to slowly improve postoperatively. Antibiotics were switched to oral. One of her jp drains was removed because it only put out 17 ml. On (B)(6), was doing well except for poor oral intake. The remaining jp put out 17 ml, so it was removed. Later that day, her oral intake improved and she was determined to be fit for discharge. Activity: no lifting over 20 pounds. Pack in left upper abdominal wound with gauze daily. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, surgery to remove mesh, adhesions, bowel resection, bowel issues, severe and chronic pain/discomfort. Additional event specific information was not provided.